Manufacturer narrative:
Age at time of event: 18 years or older. Complainant name: (B)(6) hospital (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely calcified right coronary artery. A 2.50mm x 15mm maverick²¿ balloon catheter was advanced for dilatation. However, during the third inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an maverick 2 balloon catheter. The balloon was loosely folded. There was contrast in the lumen. The balloon, markerbands, proximal bond and tip were microscopically examined. There were numerous hypotube kinks. Functional testing using an inflation device to inflate the balloon to the rated burst pressure for 5 minutes revealed no burst. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon was inflated over the rated burst pressure. The dfu states: ¿inflate the balloon slowly to the appropriate pressure to perform ptca or post-dilatation of a stent. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. Refer to table 1 or to the balloon compliance chart. If difficulty is experienced during balloon inflation, do not continue inflation; deflate and remove the catheter.¿ (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely calcified right coronary artery. A 2.50mm x 15mm maverick²¿ balloon catheter was advanced for dilatation. However, during the third inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.